Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a shocking or jolting sensation and a loss of therapeutic effect following an unrelated medical procedure. It was stated the patient was at a physical therapy session when the therapist put a "estim electrode" over her device. The patient experienced a "shocking to the point she was convulsive," and the patient was forced to turn their device off. The patient later had their device checked and reprogrammed by their health care provider, but the patient stated it was "not working like it was prior to the estim incident." Troubleshooting was suggested, but no patient outcome was reported. The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.